Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged hospitalization. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded, caused disorientation and hospitalization. The patient did not report to receive medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section b5 has been corrected and should be reported as: the manufacturer received information alleging disorientation and hospitalization related to a CPAP device's sound abatement foam. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received and added to the report. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded, caused disorientation and hospitalization. The patient did not report to receive medical intervention. The device was returned to the manufacturer's quality product investigation laboratory on (B)(6) 2023 for further evaluation. The device was evaluated on (B)(6) 2023. The manufacture inspected internally and externally observed that dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device, slight black contamination at the blower seal of the blower box is consistent with the keratin contamination, teal-colored foreign plastic found within the blower box and evidence of water ingress found within the blower box suggesting the use of non-distilled water. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence sound abatement foam degradation and can confirm the presence of contamination in the airpath. Section d8, d9, h2, h3 and h6 were updated.

Manufacturer narrative:
Additional information was received on nov 20, 2024, and section h11 should be reported as the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to CPAP device's sound abatement foam became degraded, caused disorientation and had to go to hospital. The patient did not report to receive medical intervention. There was no report of patient harm or injury. The sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected to product problem (adverse event and product problem was checked in the previous MDR). Section b2 was made blank (previously it was other serious). Section h1 was changed from serious injury to malfunction. Section h6 health effect - impact code was corrected.